Event description:
An attempt was made to deploy a 2.75mm x 18mm length micro driver rx coronary stent in a patient. The target lesion, located in the lcx # 11, was described as excessively tortuous, with little calcification and 90% stenosis and was pre-dilated. Strong resistance was felt near proximal of the lesion. The physician tried withdrawing the delivery system then he noticed that the relevant stent was not on. Angiography confirmed that the relevant micro driver rx stent was dislodged between lmt and lcx. Because there was no snare catheter in the catheter lab, a balloon catheter was passed through the dislodged stent and was inflated, then the physician tried to put all together into the guide catheter; however, the guide catheter could not pass through the sheath therefore, the physician cut a vessel near the sheath to remove all the catheters, and finished the operation. The patient is reported to be fine and not other sequelae were reported. The physician commented that there was no malfunction of this micro driver rx device. Also he commented that the reason of the cutting the vessel was due to the procedure. The stent was inspected prior to use with no abnormalities noticed. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The physician confirmed that there was no device malfunction suggesting that the vessel tortuosity and stenosis may have directly impacted on the stent retention of the device resulting in the dislodgement of the stent. The device has not been identified as the root cause of the event. The root cause of the event is procedural related and was most likely due to patient's morphology.

Manufacturer narrative:
Other (the physician cut the vessel near the sheath to remove the dislodged stent, guide catheter and balloon catheter) - evaluation results: (stent dislodgement), (excessive tortuosity, 90% stenosis). Evaluation conclusion: (excessive tortuosity, 90% stenosis).